Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 13 march 2017. The inspection found that the fuses within the viewing station of the imaging system were open. To resolve the reported issue, the fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. The imaging system would not charge as well. No additional information was provided. There was no patient present when this issue was identified.